Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that the angio seal was used in the right common femoral arteriotomy. Bleeding continued so the physician grabbed the suture and tamped with the tamper tube. Hemostasis was achieved. Doppler ultrasound was used to evaluate the distal pulses; there was no blood flow to the right foot. Heparin was given, dosage unknown. A contralateral access angiography revealed an occluded right common femoral artery. Therefore, a balloon angioplasty was performed in the right common femoral artery. Distal aspiration was performed and nitroglycerin injections were given. An embolization had contributed to the slow distal flow. The patient was reported in stable condition.